Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a functioning outlet and wait at least 30 minutes to see if the pump would begin charging, and a follow-up was arranged to assess the situation further. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.